Manufacturer narrative:
The manufacturer previously reported to a trilogy100 ventilator, international that was returned to the manufacturer for routine preventative maintenance. There was no allegation of harm or injury reported. The device was not reported to be in patient use. During the evaluation of the trilogy100 ventilator, international device at the manufacturer's service center, an err_drift_pressure_too_high error code indicating control pressure sensor has drifted so much that the device cannot adjust for it and cannot meet the high or low flow accuracies was documented from the even log. There is no documentation of what component would need replaced to address the issue. The device was not repaired. Information was received from the technician, and it was confirmed that the device was powered on when the err_drift_pressure_too_high error occurred and the device's sensor board would need to be replaced to address this issue. Additionally, it was documented that the device's internal battery pack, detachable battery pack, rubber feet, motor blower assembly, flow sensor assembly, filter kit w/tubing, handle o-ring kit, and system bd w/ daughter bd kit would need to be replaced, as these components were found to be defective upon evaluation. Since the customer did not accept the repair quotation and requested the device to be returned, no repair actions were performed, and the unit was sent back without service. A correction was made to the become aware date on the general information tab. The original complaint was discovered to be on 09/01/2025 and has been corrected on this report.

Event description:
A trilogy100 ventilator, international was returned to the manufacturer for routine preventative maintenance. There was no allegation of harm or injury reported. The device was not reported to be in patient use. During the evaluation of the trilogy100 ventilator, international device at the manufacturer's service center, an err_drift_pressure_too_high error code indicating control pressure sensor has drifted so much that the device cannot adjust for it and cannot meet the high or low flow accuracies was documented from the even log. There is no documentation of what component would need replaced to address the issue. The device was not repaired.